Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on the 29th october 2009 and performed to specification up to the 4th may 2014. The device failed a self-test due to a low battery on the 11th may 2014. A fresh pad-pak was installed on the 14th may 2014 and the device passed a self-test. Between the 12th september 2015 and the final history log entry on the (B)(4) 2015 the device records multiple manual power ups of 10 minutes duration. Investigation found the reported fault can be attributed to membrane failure. The ten minute outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.